Event description:
During a procedure,permanent clips did not close properly.neuro coordinator checked clip applier to verify they were loaded properly and felt that they were.this was caught prior to the implantation,surgery prolonged,continued attempts to obtain a clip that worked.it was noted a sugita applier was being used with aesculap clips.case prolonged 30 minutes.attempts made to obtain further info.no further info available.reference:MDR# 2916714-2006-00011,2916714-2006-00012